Event description:
Biomed called to or on ethicon ablation not working; they responded and called ethicon tech support. Biomed checked items as directed by manufacturer, unit functioning, noted error code and reported to manufacturer. Unit was removed after case and returned to manufacturer for complete analysis.